Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt the helix had built up torque and the helix extended "quickly." It was also noted that the helix did not hold position and had high impedance. The lead was explanted and a different lead was implanted. No patient complications have been reported as a result of this event.